Manufacturer narrative:
Additional information was received that there will be no further information that could be obtained.

Event description:
A report was received that the lead was returned for an unknown reason.

Manufacturer narrative:
Sc-2317-50 (sn:(B)(4)) device evaluation indicated that the lead passed all test performed and revealed no anomalies.

Event description:
A report was received that the lead was returned for an unknown reason.